Event description:
Filter feet got stuck at introducer hub junction. The entire system was removed and replaced to continue the procedure. 1st of 2 reports involving same pt (refer to MDR #1222632-1997-00077).